Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (batch no. 855630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of your essure placement: difficulty inserting essure into left fallopian tube" on (B)(6) 2010. The patient's medical history included gallstones (gallbladder surgery). Concurrent conditions included pelvic pain, local swelling, menses irregular, concentration impaired, nabothian cyst, uterine fibroid, ovarian mass, ovarian cyst and high cholesterol. Concomitant products included estradiol (estrogen), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy / oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine, fatigue, abdominal pain and pelvic pain had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain with intercourse. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: new event added- pelvic pain female and abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a (B)(6) female patient who had essure (batch no. 855630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of your essure placement: difficulty inserting essure into left fallopian tube" on (B)(6) 2010. The patient's medical history included gallstones (gallbladder surgery). Concurrent conditions included pelvic pain, swelling, menses irregular, concentration impaired, nabothian cyst, uterine fibroid, ovarian mass, ovarian cyst and high cholesterol. Concomitant products included estradiol (estrogen), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine and fatigue had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, migraine and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain with intercourse. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet and medical records were received. Event injury was updated to events: lower abdomen pain, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue and complications at the time of your essure placement: difficulty inserting essure into left fallopian tube. Essure implant and explant date updated. Outcome for events lower abdomen pain, migraines / headaches and fatigue were resolved. Lot number and medical condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.